Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that there was an occlusion located at the site of a cleo® 90 infusion set. The patient's pump experienced an occlusion alarm (alarm number in pump history: 2). Through troubleshooting with the distributor, it was determined that the occlusion was at the site. The patient was going to change insert a new site. The patient's blood glucose levels were 334 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a bolus with their pump. The patient did not test for ketones. No permanent injury was reported.